Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display became frozen and unresponsive while the customer was attempting to deliver a bolus. During troubleshooting with tandem technical support the display was able to be cleared. Customer's blood glucose level was not impacted.